Event description:
Approximately four months after a precise stent placed in the right internal carotid artery (ica), a follow-up ultrasound revealed an 80% restenosis of the stent. The patient is a male who was consented to study. The pt was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 90%. Geometry of the lesion was eccentric. Lesion calcification was described as mild and concentric. There was no thrombus present at the delivery site. An angioguard distal protection device was used successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 15%. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the next day. The pt returned to the hosp for follow-up and an ultrasound revealed a greater than 80% stenosis of the stent. Revascularization of the carotid stent was successfully performed with a 7mm angioguard distal protection device in position and a 6mm balloon. There were no complications and the lesion was successfully treated.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.